Event description:
A report was received that a patient was explanted due to the devices causing discomfort in the back. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components: model: sc-2218-50 serial: (B)(4). Description: linear st lead with preloaded enhanced stylet - 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.